Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level was 89 mg/dl. During troubleshooting, the customer was able to successfully use the touchscreen.